Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-jul-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, 874 mcg/day) via an implantable pump for a head injury and intractable spasticity. On (B)(6) 2018, the patient's pump was being replaced due to it nearing early replacement indicator (eri) (reported as surgical intervention). During the replacement, the catheter was found to be disconnected from the pump and was heavily scarred in. There were no known environmental, external, or patient factors that may have led or contributed to the event. There were no signs or symptoms of withdrawal. The catheter was reconnected to the pump, and cerebrospinal fluid (csf) was easily aspirated from the catheter access port (cap) before closing. The issue was resolved at the time of this report. The patient's status was alive - no injury.